Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital due to passing out due to ventricular tachycardia. Upon review, the right atrial lead exhibited non-capture, non-sensing, and increased impedance. There were also episodes of atrial lead noise. Programming changes were performed to deactivate the lead. The patient was stable.